Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etbf2816c166e stent graft was implanted during the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that a type ia endoleak was observed on follow-up CT taken approximately 12 years and 11 months post index procedure. Intervention was performed on the following day, during which a cuff was implanted followed by bilateral renal artery snorkels per the physician the cause of the event was anatomy related due to disease progression of the aortic neck. No additional clinical sequalae were provided. The physician confirmed that the endoleak remained unresolved following the intervention with an ettf3636c70e / (B)(6). Further follow-up is unknown at this time.